Event description:
It was reported that pump battery depleted too quickly and call with sales representative disconnected before issue could be transferred to technical support. There was no reported impact to the customer¿s blood glucose level. Technical support planned to follow up with customer, but no additional information was received regarding any further actions taken.